Event description:
It was reported an x-ray showed the patient still had an old lead in the superficial soft tissues of the upper back.

Event description:
The patient¿s lead broke near his neck and had a lead replacement. The health care provider (hcp) decided at that time to switch from 4 ¿leads¿ to 8 and implanted paddles. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v766316, implanted: (B)(6) 2012, product type lead; product ID 3998, lot # v766316, implanted: (B)(6) 2012, product type lead; product ID 3998, lot # j0444283v, implanted: (B)(6) 2005, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient.